Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that radiofrequency telemetry anomaly was noted on the implantable cardioverter defibrillator. It was noted that the device failed to communicate with multiple transmitters. On (B)(6) 2018 the device was explanted and replaced. No further information was reported.

Manufacturer narrative:
The device was unable to be interrogated with a programmer and the reported event of no radio frequency (rf) telemetry was confirmed. The device was cut open and the battery voltage was determined to be below end of life (eol) voltage. The device was powered to beginning of life (bol) voltage and bench testing, which included interrogating the device via rf telemetry, was performed. The device showed normal function and the cause of the event was determined to be due to the device being at eol.